Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield would not retract. The surgeon applied another instrument to complete the procedure. No pt injury was reported.